Event description:
Home peritoneal dialysis pt reported that during drain 2, solution was leaking from the newton cycler. Pt was advised by his nurse to reset up. In dwell 3 the cycler was giving emptying alarm and was not emptying the weigh bag.

Manufacturer narrative:
The returned newton cycler completed the simulated treatment without error or warning. No fluid leaks were observed. The reported symptoms of emptying alarm and fluid leaking were not confirmed during testing. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.